Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump ran empty, depleted of baclofen approximately two days prior to the date of this report. The patient presented at an emergency room but was sent to another hospital due to insurance issues. The patient had experienced a return of spasticity and pain; however, there was no withdrawal at the time of the report. The planned course of action was to fill the pump and administer a 50 microgram therapeutic bolus. This device system had delivered baclofen. Additional information has been requested, but was not available as of the date of this report.